Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke into two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke into two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.